Event description:
This report summarizes twelve malfunctions. A review of the reported information indicated that model mc1410 biopsy instruments allegedly experienced self-activation. This information was received from a various source. Of the twelve alleged self-activations, five involved a patient with no known impact to the patient and seven did not involve a patient as there was no patient contact. The patient age, weight, and gender were not provided for ten of the patients, the other two patients were identified as female, one of which was 67kg.

Manufacturer narrative:
H10: of the twelve malfunctions, the product catalog number of one device was updated to mc1610; the device for this malfunction has been returned and is pending investigation. Of the eleven remaining malfunctions, eight did not have devices returned and three have had samples returned for evaluation. Two of the three returned devices identified self-activation. The remaining malfunction is still pending investigation. The company is still investigating the issue at this time. The devices are labeled for single use. H10: d4 (corporate lot no: recz3166, recu0125, recz0091). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the twelve malfunctions, the product catalog number of one device was updated to mc1610; the device for this malfunction has been returned and the investigation confirmed 1492 - failure to prime and was inconclusive for self-activation. Of the eleven remaining malfunctions, eight did not have devices returned and three had samples returned for evaluation. Three malfunctions were confirmed for self-activation. The remaining eight malfunctions were inconclusive for self activation. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use. H10: g4, d4 (corporate lot no: recz3166, recu0125, recz0091). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes twelve malfunctions. A review of the reported information indicated that model mc1410 biopsy instruments allegedly experienced self-activation. This information was received from various sources. Of the twelve alleged self-activations, five involved a patient with no known impact to the patient and seven did not involve a patient as there was no patient contact. The patient age, weight, and gender were not provided for ten of the patients, the other two patients were identified as female, one of which was 67kg.

Manufacturer narrative:
H10: of the twelve malfunctions, the product catalog number of one device was updated to mc1610; the device for this malfunction has been returned and the investigation is identified for self activation. Of the eleven remaining malfunctions, eight did not have devices returned and three have had samples returned for evaluation. For the three returned devices, the investigations were confirmed for self-activation. The remaining eight malfunction investigations were inconclusive for self activation. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use. H10: g4, d4 (corporate lot no: recz3166, recu0125, recz0091). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes twelve malfunctions. A review of the reported information indicated that model mc1410 biopsy instruments allegedly experienced self-activation. This information was received from various sources. Of the twelve alleged self-activations, five involved a patient with no known impact to the patient and seven did not involve a patient as there was no patient contact. The patient age, weight, and gender were not provided for ten of the patients, the other two patients were identified as female, one of which was 67kg.

Manufacturer narrative:
Of the twelve reported devices, four have been returned to the manufacturer for evaluation. Self-activation has been confirmed for one device. The remaining three devices are still pending investigation. The company is still investigating the issue at this time. The devices are labeled for single use. (Corporate lot no: recz3166, recu0125, recz0091).

Event description:
This report summarizes twelve malfunctions. A review of the reported information indicated that model mc1410 biopsy instruments allegedly experienced self-activation. This information was received from a various source. Of the twelve alleged self-activations, five involved a patient with no known impact to the patient and seven did not involve a patient as there was no patient contact. The patient age, weight, and gender were not provided for ten of the patients, the other two patients were identified as female, one of which was (B)(6) kg.